Event description:
The front panel will light up and the fan will switch on but the compressor doesn't start. On closer inspection, it was found that the capacitor has split /exploded and was leaking on the base and compressor.